Manufacturer narrative:
D10 concomitants: a575883 300-10-45 - equinoxe replicator plate 4.5mm o/s. 7272144 300-20-02 - equinox square torque define screw drive kit. A735374 300-30-06 - equinoxe preserve stem 6mm. 6740372 310-01-50 - equinoxe, humeral head short, 50mm (beta). A680778 314-23-14 - laser cage glenoid large, beta. A582033 321-52-09 - 3.2mm k-wire, trocar tip. A632940 531-78-20 - shouldr gps hex pins kit. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left shoulder was revised approximately 1 year 3 months post initial operation. Sometime after surgery, the patient developed an infection. Surgeon aspirated in office, and it came back positive. Surgeon removed the head, torque screw, replicator plate, stem, and laser cage glenoid due to the infection. He was able to do a one stage revision and convert the patient to a reverse. He implanted an extended cage baseplate, 4 screws and caps, a 42mm expanded glenosphere, locking screw, 2.5mm liner, 0mm tray, reverse torque screw, and a 7mm preserve stem with intersep antibiotic beads. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.